Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was removed as part of a shunt revision. There was no issue alleged against the catheter.

Manufacturer narrative:
Approximately 8 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.